Event description:
It was reported that bd veritor plus analyzer showed positive result and immediately insert same test device into a different analyzer and gave a negative. No injuries reported. The following information was provided by the initial reporter: instrument showed double positive for strep: two lines, and both indicate "strep: +". That same test device was immediately inserted into another veritor analyzer, and gave a neg. The result was reported as negative.

Manufacturer narrative:
H6. The complaint alleges the bd veritor plus analyzer has discrepant test results(catalog number 256066, serial number (B)(6)).the veritor plus analyzer was not returned for investigation. Customer performed qc on the analyzer and it is working fine. Based on this evidence the complaint is unconfirmed. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Bd quaility will monitor trends associated with this complaint.

Event description:
It was reported that bd veritor plus analyzer showed positive result and immediately insert same test device into a different analyzer and gave a negative. No injuries reported. The following information was provided by the initial reporter: instrument showed double positive for strep: two lines, and both indicate "strep: +". That same test device was immediately inserted into another veritor analyzer, and gave a neg. The result was reported as negative.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.